Event description:
The consumer alleges the walker collapsed, causing her to fall and become injured. No details of the specific or extent of the alleged injury are known at this time.

Manufacturer narrative:
MFR rec'd info from a consumer who alleges they were injured when their walker collapsed while exiting her shower in her home. Details of event have not been provided. It's unclear if a wet slippery surface contributed to this event. Past history with similar incidents suggests that user instability and sudden / improper device loading is the most likely cause of this incident. Malfunction has not been established. MDR filed based on alleged unconfirmed injury.